Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/6/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during investigation, the pump was returned with a crack in the cartridge. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side and from the bottom traveling to the bumper. When the pump was powered on, the display appeared dim and discolored. The bolus button cover was found to be missing but still operable. The threads on the battery cap were stripped and unable to secure. A test battery cap was able to secure and was used for testing.